Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient saw their hcp on (B)(6) 2016 and they told the patient to change their settings. During the report, they changed their settings from 2.3 to 2.2. The patient said they went from getting up at night 11 times to getting up 6 times per night. They wanted to know if they should decrease stimulation again, and the rep informed them they needed to ask their hcp what to do, but they could assist the patient in making changes. They did a device check and the patient was set on program 1 at 2.2 and stimulation was on. The patient said they did not feel stimulation,but when she makes an adjustment she does feel stimulation. The patient mentioned again that when they were at the hcp office they gave the patient a specimen and had them empty their bladder. They had to catheterize the patient and got about 1/2 a lite of urine. The patient noted that they were exposed to emi and has radiation therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's therapy worked good during the daytime, but it was not working at nighttime. At night the patient had to get up every 2 hours to go to the bathroom. This issue first came about a while back about 3 months ago and the patient spoke with the manufacturer representative over the phone, who walked the patient thought adjusting settings and it cleared up the patient's issues for a while. The patient's symptoms had returned at nighttime again about a month ago and the patient got up every 2 hours to go to the bathroom again. The patient had adjusted their settings themselves over the last few days to see if it would help, which it had not. The patient didn't know what to do at this point. The patient called a health care provider (hcp) on (B)(6) 2016 to try to get an appointment and was referred to another hcp. The indications for use for this patient were urinary dys function/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the patient indicated that they charged their device a couple of times and it did not much help with their therapy not working during the night. The patient also got sick on "sunday (B)(6)," and didn't recall if it was if it was at night or not but they haven't had the problem since. They are going to see their healthcare provider (hcp) on (B)(6) 2016. On (B)(6) 2016 it was stated that a manufacturer representative (rep) reset the device and it worked for a short time but they tried it "this time" and it didn't stop them from waking up at night. The patient has an appointment with a new hcp on (B)(6) 2016. On 2016-jun-14 the patient reported that they are still getting up at night going to the bathroom, indicating that they saw the hcp on (B)(6) 2016 and that a half liter of urine was found in the bladder when they were catheterized. It was also noted that since implant on (B)(6) 2016 when stimulation is increased the patient's tailbone hurts so they can't increase stimulation very high.

Event description:
Additional information received from the consumer reported that the step taken to resolve the lack of therapy and painful stimulation at the tailbone was that the patient reset their meter and it improved. The getting up at night still got to be a lot and the level was some better. The patient was going to try a different program to see if it helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.